Event description:
In 2009, the pt reported receiving e4 (occlusion) errors on her primary and backup infusion devices. She stated that she had changed the insulin cartridge, adapter, infusion site and tubing but the error recurred. She then received the a2 (low battery) alert and she was going to insert a lithium battery into the infusion device. She was advised to only use alkaline batteries. She was then instructed to disconnect from her infusion site and to prime and e4 was displayed. She was instructed to remove the infusion tubing and she was able to prime through the adapter without error. She changed her infusion site and tubing and used a different lot. She stated that she felt like her blood glucose was elevated and it measured 399 mg/dl. She bolused 25 units of insulin to lower her blood glucose. She was sent complimentary infusion sets. The pt called back the next day, and stated that she received another e4 error while the infusion device was in the run mode. She disconnected from the infusion site and primed and e4 was displayed. She removed the infusion tubing and primed through the adapter without error. She filled an insulin cartridge with water and connected it to the occluded infusion tubing, and she was unable to manually push water through the tubing. She stated that her blood glucose was too high to register on her blood glucose monitor. She did not have any more infusion sets and stated that she would switch to injection therapy until the complimentary product arrived. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.